Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-jk(a). Customer returned the supposedly defective product, but not the patient sample that had caused false negative. Quality control laboratory tested the complaint sample in parallel to the retained sample with different jka+b+ red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained and the complaint sample were also tested. The required minimum titer was exceeded. Complaint and retained sample showed comparable results. Summary: testing by the quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.